Event description:
During a rotator cuff repair upon attempting to tighten the knot, the suture frayed and broke. Two more anchors of the same lot were tried with same result. Anchors remain embedded in the pt's shoulder. A delay of one-hour resulted. The surgeon aborted the surgery and has rescheduled the pt for another day. It was confirmed that the surgeon used the 2.7mm drill as the pt's bone quality was poor.